Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for three patients with the cobas 6000 c501 module. Sample 1 initial result was 4.91 mg/dl and the repeated result was 0.88 mg/dl. Sample 2 initial result was 0.011 mg/dl and the repeated result was 0.677 mg/dl. Sample 4 initial result was 0.006 mg/dl and the repeated result was 0.649 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number and expiration dates were requested but not provided.

Manufacturer narrative:
The calibration and qc recovery were acceptable. The alarm trace does not show any abnormal alarms for the day of the event. The investigation determined the service actions resolved the issue.